Event description:
Prior to a cryoablation procedure, 3 icerod cx needles and system tested fine with no issues to report. Two to three minutes into the first freeze cycle the doctor noticed the shafts of one of the needles started to collect frost. The patient's skin was covered with ultrasound gel to prevent any injury. The patient was not injured. Needle was replaced at the start of the 2nd freeze and the procedure was completed successfully. The physician is an experienced user and reported no issues with ablation zone or iceball size. There was no patient injury reported. The customer also reported that the defective needle showed the temperature go up and down on the system display screen before it reached -120°. This happened a couple of times before it reached -120° on the display. The customer reported that the other 2 needles that didn't have any issue reached -120° with no issues to report.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted and no leak was identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used ultrasound gel to protect the patient's skin.